Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter did not have drainage eyes.

Manufacturer narrative:
The device was not returned for evaluation. . The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the rocm intermittent catheter ifus are found to be adequate based on past reviews. (B)(4)

Event description:
It was reported that the catheter did not have drainage eyes.